Event description:
It was reported that the keypad on the customer's insulin pump was sticking, there was a crack at the battery compartment, and the motor was making a strange noise. The customer's blood glucose was not known. No significant events leading up to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.